Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low r-wave amplitude and oversensing resulting in an inappropriate shock. The system was tested in all vectors with noise unable to be produced. An x-ray was completed to evaluate the system placement. The patient was subsequently provided a holter monitor and will be closely monitored. No adverse patient effects were reported.